Event description:
Complainant alleged that during a routine shift check by a clinician the device crt would not display informaion on the monitor screen in any mode. The complainant inidicated that there was no patient involvement in the reported failure.